Event description:
Information received by medtronic indicated that the customer reported occlusion alarms and damage to the retainer ring. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue the use of the device. The product will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6 with this report.

Event description:
Corrected summary: insulin pump had under delivery of insulin and occlusion alarm. Customer stated that they did not see missing segments during the self test. Customer stated that the self test passed. During review alarm history occlusion alarms found and insulin pump had clear retainer ring. No harm requiring medical intervention was reported. Troubleshooting was performed .the customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, pump received with a cracked retainer ring. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0866 inches. No under delivery anomalies and no unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 29.55 units of normal bolus was delivered on (B)(6) 2022 between 00:35:16.000 and 20:57:40.000. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2022: 08:07:38.000 bolus; (B)(6) 2022: 20:25:10.000 bolus, 20:26:56.000 bolus; (B)(6) 2022: 21:46:06.000 bolus; (B)(6) 2022: 00:35:16.000 bolus, 00:52:24.000 bolus, 02:03:00.000 bolus, 02:05:46.000 bolus, 02:06:00.000 basal and 02:08:52.000 priming; in pump downloaded history. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor or force sensor. Force sensor zero offset within specification with 23.6 mv. Motor was tested outside of unit it passed. P-cap locks properly into the reservoir compartment, however, cracked retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched lcd window (minor), scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, label damage (serial number label faded) and cracked retainer. Pump passed functional testing and no under delivery anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. Cracked retainer ring damaged was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.